Event description:
On (B)(6) 2012, the patient contacted animas alleging that the ok keypad button was not responding properly since last week. She stated that the ok keypad button had a delayed response and required multiple button presses before it would respond. The patient was reportedly unable to press the keypad buttons to unlock the pump. It was indicated that the patient wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok keypad button was intermittently responsive. The ok keypad did not spring back or click back normally and was found to be inverted. All of the other keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under the key contacts.